Event description:
The pump was programmed in the pharmacy by a pharmacist to deliver a set amount of medication in a given time. The pump was activated and pumped without any alarm sounding. However, when the pump indicated the allotted infusion was almost done, the bag of medication had clearly not drained as much as the pump indicated.